Event description:
Related manufacturer reference number 3006705815-2021-05656. It was reported that patient lost therapy due to lead migration. As a result, surgical intervention occurred wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.